Event description:
In 2004 the patient underwent uneventful cataract surgery with implantation of the crystalens in the right eye. Preoperatively, the patient had vitritis/chronic iritis and her preop bcva was 20/25. Postoperatively, the patient's chronic vitritis necessitated a vitrectomy in 2005. After the vitrectomy was performed, the patient's bcva decreased to 20/70. The physician stated that the patient had increased myopia s/p vitrectomy probably due to the lens moving forward. Four months later, a yag procedure was performed in order to reposition the iol. After the lens repositioning, the patient's bca improved to 20/20.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The lens remains implanted in the patient and is therefore not available for evaluation.